Event description:
During an in clinic follow up, a loss of capture, oversensing and r wave amplitude variation was noted on the right ventricular (rv) lead. During the revision procedure, it was noted the rv lead helix was unable to extend due to a blood clot in the mechanism. The lead was explanted and replaced to resolve the event. The patient was stable.